Event description:
The patient was undergoing peritoneal dialysis catheter placement. The surgeon made the incision and placed a trocar in the incision site. The surgeon performed the assessment and removed the trocar. The physician noticed that the tip of the trocar was missing. The surgeon performed an ex-lap to locate the broken trocar tip. The surgeon explored the abdomen for about three hours before they located and removed the broken tip. The procedure was supposed to be an outpatient surgery that turned into a six day hospital admission. The patient was bloated and experienced nausea and vomiting while in the hospital.